Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer requested the investigation site check 1 patient sample that had been tested on an architect analyzer for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer suspected the patient had syndrome of inappropriate secretion of tsh (sitsh). The sample was submitted for investigation. Based on the data provided, erroneous ft3 and ft4 results were identified between the architect analyzer and e 170 analyzer used at the investigation site. All the results from the investigation will be reported to the customer. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(4) for information on the ft4 erroneous results. Refer to attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). A specific root cause could not be identified. There was no sample left to complete the investigation.